Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been return for investigation. Therefore, no further evaluation can be identify. The technical team advised the customer to perform a unit restart if it could resolve the problem. Investigation still ongoing.

Event description:
The customer reported bellavista 1000 screen unresponsive during standby mode. After the ventilator leave on a standby mode for some hours, the stand by screen is on yet, the touch screen and the off button remain unresponsive to start ventilate or switch off. Furthermore, there was no patient involvement reported associated with the event.

Manufacturer narrative:
Device evaluation update: d10, g4, g7, h2, h6 and h10 additional information: d4 results of investigation: the suspect device was returned for investigation. As per the end user, the vent was running in stand-by for a few hours when they detected the issue. Vyaire medical was unable to reproduce the issue and found no failure to unit. The following are expected outcome: 1. Touch configuration a1 installed (as expected) 2. Protection foil still applied. This is unlikely that this has caused the issue in this case, as config a1 is installed 3. No mechanical damages visible 4. Touch reference values look normal; no signs for a hip issue (as expected, as the serial number is not on the affected list for fsca 2019-002) the unit worked properly according to its specification.